Manufacturer narrative:
Additional information: a2, b6, b7, g4 h6. Investigation codes h6. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause the periprosthetic fracture and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Devices were not returned and there were no photos or other images provided. These devices are used for treatment not diagnosis.

Event description:
Information found during the investigation of a legal complaint; that the 58-year-old female patient underwent open reduction internal fixation of right femur for periprosthetic fracture on (B)(6) 2017 , approximately 3 months post initial implant procedure. Surgeon¿s preoperative diagnosis was confirmed during surgical revision. No evidence of infection per the revision operative report. Routine cultures were made. Gram stains were clear. Surgeon noted, "the patient was awakened and transferred to the recovery room in stable condition having tolerated the procedure well." No device return is anticipated due to this being a legal case. No images or x-rays provided. No other patient or medical information is provided. No further information.

Manufacturer narrative:
Prosthesis, hip, semi-constrained, metal polymer, cemented. Concomitant medical products:¿ (B)(4). 130-32-51 nv gxl liner neutral, 32mm ID group 1 cups serial number (B)(4). Is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(4). 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, (B)(4). 180-01-48 - nv crown cup clstr hole 48mm group 1, (B)(4). 180-65-20 - alteon 6.5mm screw, 20mm, (B)(4). 180-65-20 - alteon 6.5mm screw, 20mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.